Event description:
Boston scientific received information from the patient's health care professional (hcp) that during a routine follow-up appointment, high out -of-range pacing impedance measurements and increased capture thresholds were noted on this right ventricular (rv) lead. Impedance measurements had risen from 1078 ohms at the previous check to >2000 ohms at the recent evaluation; capture thresholds were elevated at 3.0 v at 0.3 as well. The patient has never required shock therapy and does not rv pace very much. After a discussion between the patient, family, and physician regarding potential options, it was decided to turn tachycardia therapy off to prevent the potential of inappropriate therapy delivery. Related to pacemaker therapies, the rv outputs were increased to provide an adequate safety margin. It was reported that the patient has not had any adverse effects. Additional information was received that at a recent evaluation it was noted the pacing impedances continued to be out of range and tachy therapy remained off. Capture thresholds had increased to 7.5 v at 2.0 ms. The field representative reported the patient had other medical issues that needed to be addressed before the lead. Since the patient required minimal pacing, the lead was programmed to maximum outputs and pulse width. Tachy therapy remained off. The patient was going to be monitored. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.